Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states they seen their ne urosurgeon and manufacturer representative (rep) yesterday at a dr appointment and rep told the pt to call manufacturer to order a replacement recharger telemetry module (rtm). Patient states the controller charges and powers on fine but when they plug in the rtm the controller, most of the time the controller cannot find the implantable neurostimulator (ins). Pt states they have been having trouble with the rtm "for a long time now" then states "since I got it". Pt states they see no visual damage to the rtm but states the wire feels bent. Agent sent request to repair to replace thertm. Pt will call back if they need further assistance. While on the call the pt mentioned "they think the ins may be near eos and may have to be replaced, but they want to make sure the issue is not with the rtm". Additional information was received from the patient. They reported that their device is dead. Caller reports the healthcare provider (hcp) will be replacing the implantable neurostimulator (ins) after MRI scan. No appointment for surgery scheduled. Caller reports MRI tech needsa note from the manufacturer. Reviewed MRI guideline. Caller reports they need a MRI of lumber spine. Caller reports they received the replacement recharger telemetry module (rtm) today and is unable to charge the implant. Caller reports they had always had difficulty charging the implant, it was taking over 3 hours to charge, and had to readjust/locate the implant. Caller reports the ins was shocking their heart and had residual stimulation in their leg and arm since implant. Caller reports the replacement rtm port appears to be a little bigger than old rtm, and are having difficulty putting the rtm into the controller. Reviewed passive recharge. Suggested using a recharging belt and make sure the belt is tight. Controller: 50% ins: 30% caller reports they are now charging with excellent coupling.

Manufacturer narrative:
H3: analysis of recharger, model: 97755; s/n: (B)(6); reveled: got hot after running it at donut end. No device found message. Record the two values: - the highest number (00) - the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.